Event description:
Reported via china aer database: it was reported that there was a loss of mechanical ventilation due to battery failure during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).